Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with safety needle. The needle did not fully retract after blood collection and a nurse received a needlestick.